Event description:
The ICD involved in this MDR was implanted on (B)(6) 2009. The reported event occurred on (B)(6) 2010: reportedly, the pt received 6 inappropriate shocks upon a sinus tachycardia episode (the pt was exercising / playing basket ball). The pt explained that he felt the shocks (he fell on the ground because of the shocks). The ICD was interrogated during a f/u performed on (B)(6) 2010. Interrogation showed a warning message: "low shock impedance : defibrillation system ineffective". Continuity measurements performed on that day did not show any anomaly. Reportedly, pt records show hundreds of adequately diagnosed sinus tachycardia episodes (except this one leading to inappropriate shocks).

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.